Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in a supplemental report. Device not returned - hospital policy.

Event description:
It was reported that the patient fell post op one day from tka opening her incision. Upon re-operation patient was noted by surgeon to have torn into medial collateral ligaments. Poly insert was exchanged to a more varus/valgus constrained ts insert.

Manufacturer narrative:
An event regarding trauma resulting in revision involving a triathlon insert component was reported. The event was not confirmed. Method & results: device evaluation and results: device evaluation was not performed as no items were returned. Medical records received and evaluation: not performed as no medical records were provided. Device history review: there have been no reported discrepancies for the referenced lot. Complaint history review: there have been no reported events for the lot referenced. Conclusions: the reported event was not confirmed with the limited information provided. Based on the event description, this event appears to be patient-related through the trauma experienced by the patient.

Event description:
It was reported that the patient fell post op one day from tka opening her incision. Upon re-operation patient was noted by surgeon to have torn into medial collateral ligaments. Poly insert was exchanged to a more varus/valgus constrained ts insert.